Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead exhibited low pacing impedance, high capture thresholds, and diminished p wave sensing. Corrective programming changes were made and the patient will continue to be monitored. The patient was stable throughout and no symptoms were reported.